Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). The field service technician (fst) was onsite for further investigation. According to the service order dated on 2018-06-29 following work was performed: the device displayed the error message "head", "del" (handled in sap# (B)(4)) and "mamqtest" (handled in sap# (B)(4)). To fix the issue with the "error head" the rfc control board (material# (B)(4), serial# (B)(4)) was replaced. A functional check was performed. Working checked and found ok. Unit handed over in good working conditions. In the course of the investigation of (B)(4) all complaints were analyzed individually to look for patterns and causes. After evaluation of the complaints, the following defects are the most common: hot plug, sig error followed by head error, error message due to shaking / error message due to sensitivity, connection problems and hardware-error. The increase in complaints with the error "head error" is due to a user / application error. The actions have been addressed in the past to prevent application errors. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manual, mcv-ga-10000703-de-11, contain detailed descriptions to prevent an "error head". In addition, the instruction manual describes how the user has to react in case of an error message so that the application can be continued if possible. Since there are several causes of errors that result in an error head (error head) message, no final root cause could be determined. It is noticeable that the evaluated error is largely due to a user error. Warning in the IFU regarding "hotplug" and label with the "hotplug" warning on the rfc have already been implemented in the past.

Event description:
It was reported that the error message "head" occurred on start-up of device. No known patient harm was stated. No known patient involvement. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6).

Event description:
Internal reference(B)(4)., onesupport# (B)(4).